Manufacturer narrative:
Exemption number: (B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4). (Conducting business as neodent).

Event description:
(Os 17.956). The dentist reported that 2 days after the dental implants was installed in the patient's mouth, verified the loss of implant.